Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had intermittent high blood glucose (bg) levels (300 mg/dl) and a bolus of insulin was delivered lowering the bg level to 206 mg/dl. The customer stated that this usually occurs when there is approximately 50 units of insulin left in the cartridge. A pump system check was performed and no device issues were found. Tandem technical support advised the customer to discuss the event with a healthcare provider.